Event description:
It was reported that a home patient (hp) had a day dwell of 1500ml but drained only 1ml in the initial drain before moving to the fill cycle of the therapy. The clinical practice educator said they forgot to set the initial drain alarm to 1200 ml before initiating the therapy. As a result, the initial drain alarm was left to be 0 ml. The hp's ultra filtration (uf) volume was 2024 ml. However, it was not reported if the uf volume reported was the total uf volume or the cycle one uf volume. The patient did not experience any negative consequence and did not feel overly full or uncomfortable. As a result, there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection of the device did not find any issues. The device passed functional testing. A simulated therapy was performed on the device with no issues. The pneumatic system was tested with no leakage found. A review of the event history log confirmed the reported issue. The cause of the reported issue was a false empty detect and a use error with the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.